Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user site was unable to fire the device and experienced system error "replace device driver." It is reported that the procedure was successfully completed after the device driver was reset with a full shutdown; however, an additional incision to the patient was required. No further information is available.